Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - non flow stop when filing up medical fluid (physiological saline solution) into the product during the use of the product, the customer noticed the medical fluid was leaking from the part which was located opposite to the infusion port. No patient injury.

Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. During functional testing the device was filled as per device instructions and the device leaked at the inner medication bag. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The cause of the leakage in this area could not be established.